Manufacturer narrative:
Biomérieux internal investigation was conducted. Neither lab reports nor patient isolate were submitted for investigational evaluation/testing. Investigation activities included labeling review and evaluation of the manufacturing qc batch records for vitek 2 yst ID card lot in use by the customer. The yst ID card uses four (4) tests to separate cryptococcus neoformans from cryptococcus laurentii. These tests are positive for cryptococcus laurentii and negative for cryptococcus neoformans. An increased number of atypical positive reactions generally indicates a deviation from the recommended set up procedure, contamination or mixed culture. Since the strain, lab reports and raw data were not submitted, it is not possible to further evaluate the cause of the misidentification. Following investigation initiation, the customer informed biomérieux that the saline used for testing was contaminated and was the reason for the discrepant result. Evaluation of manufacturing qc batch records for vitek 2 yst ID lot 243372140 confirmed the lot passed on initial qc performance testing. There were no issues observed on initial performance testing. The vitek 2 yst ID card is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of cryptococcus neoformans as cryptococcus laurentii in association with the vitek® 2 yeast (yst) identification (ID) test kit. It is unknown if repeat testing was performed. There was no indication by the customer of confirmatory testing via alternate method. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. Culture submittal was requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.